Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse events occurred from the damaged belt.